Event description:
N/a.

Manufacturer narrative:
The xenon lightsource (oomlx) was returned for evaluation: device history record review (DHR): the DHR was reviewed and showed no abnormalities related to the reported issue. Failure analysis: a technician evaluated the unit and found that the unit was overheated, causing the bezel to melt and the turret to deform as well. The technician replaced the turret along with the parts that have to be replaced with the bezel. The standby membrane and the control membrane were replaced as well. The unit also failed the lamp hard-start and the lamp was replaced to resolve this issue. Subsequently, the unit passed burn in and all final tests including electrical safety. Root cause: the returned 00mlx light source was in used condition with melting damage to the bezel and turret due to overheating. The reported complaints was confirmed. No manufacturing, workmanship, or material deficiency has been identified, and no further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) smells like an electrical fire after a couple minutes of running. The device was turned on and up to 100% light and smoke started pouring out the light holes on the front. It appears that there is something stuck inside of the wolf port on the machine and looks a little melted. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.